Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported in relation to breast implants "I¿m having problems with them". Patient later reported "pain and they have ruptured also got a lump ". The device remains implanted. This record relates to the right side.